Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('never in such pain before, chronic pain') and seizure ('4 seizures') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), migraine ("chronic migraines"), depression ("severe depression"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("very fatigue"), rash ("crazy rashes"), pruritus ("itching") and amnesia ("trouble remebering words") and was found to have weight increased ("gained over 80lbs since getting essure"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the pelvic pain, seizure, migraine, weight increased, depression, anxiety, alopecia, fatigue, rash, pruritus and amnesia outcome was unknown. The reporter considered alopecia, amnesia, anxiety, depression, fatigue, migraine, pelvic pain, pruritus, rash, seizure and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- rash, itching, memory loss, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0692) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('never in such pain before, chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure ("4 seizures"), migraine ("chronic migraines"), depression ("severe depression"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("very fatigue"), rash ("crazy rashes"), pruritus ("itching") and amnesia ("trouble remebering words") and was found to have weight increased ("gained over 80lbs since getting essure"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the pelvic pain, seizure, migraine, weight increased, depression, anxiety, alopecia, fatigue, rash, pruritus and amnesia outcome was unknown. The reporter considered alopecia, amnesia, anxiety, depression, fatigue, migraine, pelvic pain, pruritus, rash, seizure and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation.of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('never in such pain before, chronic pain') and seizure ('4 seizures') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), migraine ("chronic migraines"), depression ("severe depression"), anxiety ("anxiety"), alopecia ("hair loss") and fatigue ("very fatigue") and was found to have weight increased ("gained over 80 lbs since getting essure"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the pain, seizure, migraine, weight increased, depression, anxiety, alopecia and fatigue outcome was unknown. The reporter considered alopecia, anxiety, depression, fatigue, migraine, pain, seizure and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: this case became potential legal and was upgraded to serious incident from other event. Reporter information and lawyer was added. On 20-mar-2020: fu 3 & 4 were processed together. Social media received: reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.